Event description:
It was reported that at the time of a device replacement, the right ventricular (rv) lead was unable to convert induced ventricular fibrillation to normal sinus rhythm during defibrillation threshold testing (dft). It was noted that the unsuccessful dft was thought to be due to the location of the rv lead, rather than a lead integrity issue. Five days later, the patient was brought back for a dft restudy and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507645 implantable pacing lead 2007 (B)(6). (B)(4).